Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
It was reported during a routine follow-up, the essentio device was showing premature battery depletion. The data from the device was sent to technical services for their review and it was recommended to explant device and replace. The device was explanted and has been received for analysis.

Manufacturer narrative:
The device has been received for analysis. The investigation is currently in progress. This report will be updated upon completion of analysis.

Event description:
It was reported during a routine follow-up, the essentio device was showing premature battery depletion. The data from the device was sent to technical services for their review and it was recommended to explant device and replace. The device was explanted and has been received for analysis. The investigation is currently in progress.